Event description:
It was observed during olympus' device inspection that the videoscope had a streak of flare appearing in the image due to adhesive peeling around objective lens and there was a foreign material liquid dripping from the light guide bundle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the peeling adhesive was attributed to stress related problems. The foreign material could not be identified and a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.